Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: image defect (flickering) due to cable failure and scope mount corrosion. Based on the results of the investigation, it is likely that the following led to the malfunction: the cause was traced to a component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that the camera head had a cut in the cable. There were no reports of patient harm.